Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to their health care practitioner (hcp) and diagnosed with a skin infection. The patient's blood glucose (bg) values that reached 400 mg/dl. There was purulent discharge coming from the site. For treatment, the patient was prescribed bacitracin. The pod was worn between 48 and 72 hours on the hip. No further details to report.